Event description:
It was reported that the customer's insulin pump had a strange sound during bolus delivery. Troubleshooting was performed, and insulin did not exit during the manual prime test. Assisted the caller to run the high pressure test and the test failed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.